Manufacturer narrative:
(B)(4). The device history review for the product hemolok l clips 6/cart 84/box lot #73f1700194 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
Issue reported: when using clips on veins and arteries, the clips continually snapped. The clips snapped with a piece of the locking component breaking off. There was no patient injury.